Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 5 events were reported for this quarter. Product return status: 3 devices had investigation types that have not yet been determined. 2 devices were received. Evaluation findings (results/components): 3 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. 1 device: no device problem found / part/component/sub-assembly term not applicable. 1 device: degradation problem identified, lubrication problem identified / part/component/sub-assembly term not applicable. Product disposition: 2 devices: scrapped by stryker. 3 devices: product disposition is not yet determined. Additional information: 5 devices were not labeled for single-use. 5 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2026. This report summarizes 5 events for the failure: fluid/blood leak. - 4 events had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had no health consequences or impact.